Event description:
The patient has episodes of noise on the lead causing inappropriate detection. The representative reports that when the patient breaths heavily the noise can be replicated however no other provocative maneuvers cause noise. The lead impedance is stable.

Manufacturer narrative:
This lead was capped and replaced on 7/9/15.the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.